Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms. In addition, it was reported that intermittent incomplete bolus alert occurred when the customer did not request a bolus. There was no reported impact to customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.